Manufacturer narrative:
The customer¿s report of broken smartsite cap was confirmed. Visual inspection of the as-received sample observed that the clear luer lock body that is welded to the female luer adapter was broken/cracked with the broken piece of the clear body still remaining within the fla. A whitish area on one side of the damaged clear body, indicative of stress, was observed at the break point of the damaged clear body. No additional stress markings were observed on the rest of the valve component. Functional testing was not performed due to the obvious damage. Additional testing and analysis performed concluded there were no smartsite materials or functional changes that could indicate any manufacturing related contributors to the breakage. The probable cause has been identified as a contribution of alcohol, smartsite use duration beyond what is documented in the directions for use (dfu) instructions, and force being applied upon separation from a mating component. The root cause of the break is unknown.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the nurse was removing a syringe from the smartsite valve and the valve broke. The white portion of the valve remained in the syringe and the clear portion cracked and came apart. There was no resistance felt when attempting to disconnect the syringe. There was no report of any patient harm or medical intervention.